Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap sigmoidectomy- "after more than 100 activations the hand piece would no longer activate. There was no alarm tone; the generator did not show that an activation cycle was being performed. The doctor had the eb030 and the eb010 both plugged in and was alternating between hand pieces throughout the procedure, but did not activate both hand pieces at the same time." The type tissue and size is unknown. Type of intervention:an additional eb010 was used to complete the procedure. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Additional information received via email from sales rep on (B)(6) 2017 - "the rep believe that both screens did read 'ready.' The surgeon was quickly alternating between eb010 and eb030. The surgeon had already encountered the issue of one hand piece not being 'ready' because the previous hand piece used had not completed the fuse cycle and the screen still read that there was an error. So, they were watching for that situation. The surgeon was pressing the fuse button on the eb010 and not receiving a response. He commented that it was no longer working and moved back to the eb030. A second eb010 was opened and it worked fine. We intended to send back the first eb010 for analysis, but unfortunately there was a miscommunication in central sterile and the unit was discarded after cleaning."